Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely a deflection occurred preventing the posterior needle from entering the foot pocket preventing the plunger from fully collapsing and the suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, a suture break occurred when removing the plunger. There is a possibility that the plunger was not fully pressed. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.